Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided: a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The probe was returned and visually inspected; no obvious defects or anomalies were observed that would have contributed to the reported event. A calibrated console representing the current software version was used to test the sample. When connected to the console the radio frequency identification (rfid) tags illuminated green, verifying proper light emitting diode (led) recognition from both rfid connectors on the console. 7500 cuts per minute (cpm) cut rate was correctly displayed from the console monitor when connected. One cut rate could be performed on the momentary vitrectomy mode on the console. The aspiration flow rate was measured and met specifications. No anomalies were observed. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ports were leaking and did not vacuum during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.